Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The rv lead was placed in the atrial port of the implantable pulse generator (ipg) and a new rv lead was implanted. It was also reported that the ipg had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.